Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's recent blood glucose values were over 500 mg/dl, and that the needle of the infusion set wouldn't insert due to being bent. Transfer to the 24 hour helpline was declined. No further information was provided.